Event description:
A surgeon reported a system failure during a vitrectomy. It was not possible to continue using the device. During the event, the steroid was in the eye and it had to be removed using backflash needle. The steroid was pushed with balanced salt solution and oil was injected manually. No patient harm reported. Add'l info has been requested.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available, if no investigation conclusion has been completed. (B)(4).